Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during implant procedure this brady lead incurred damage in the insulation and lead body. Moreover, likely the inner lumen was compromised as the wire would not go down on lead after repositioning. This brady lead was never in service. No adverse patient effects were reported.